Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, photos were provided. Visual observation revelated that the distal end was frayed, and it appeared to be broken. This complaint can be confirmed. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If th lot number becomes available, the mre review will be performed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. It is possibly a result of too much tension on the adjusting suture when the suture threading has resulted in fraying and then broken. As per IFU 100191, apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during the surgery, the suture was fray and broken off (as the attached photo shows). It was reported by the healthcare professional in china that during a rotator cuff repair procedure on 5/5/2023, it was observed that the device was it was unknown if and how the procedure was completed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves x (x) devices.